Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation at a third-party service center. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. The technician recommended replacing the device's main circuit board to address the issue. Additionally, not related to the issue, the device's accessory port cover was replaced. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.